Manufacturer narrative:
Product eval: upon visual inspection of the lens, a tear was noted on the edge and one tear on the hinge area of the leading haptic plate. Also, observed scratches in zone one and two of the optic. Observed foreign matter on the lens, believed to be viscoelastic. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The product is subjected to 100% visual inspection prior to release. Any scratches present on the lens would not have allowed the product to be released.

Event description:
It was reported that when the technician opened the crystalens package, there was a scratch on the optic. There was no pt contact. No other information was provided.